Manufacturer narrative:
(B)(6). Occupation: unknown. Report source other: competent authority. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a female patient required replacement of an ultrathane mac-loc locking loop multipurpose drainage catheter after leakage was discovered. The catheter was placed in the patient during an ultrasound-guided right nephrostomy. The drainage catheter was found to be unobstructed, and the catheter was fixed after procedure. No abnormal damage or leakage was noted. The patient was then safely returned to the ward. Later, the patient found that the drainage catheter was damaged and there was leakage. The catheter was removed and replaced with a new catheter successfully. No other adverse effects were reported for this incident. Additional information regarding device details has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. It was reported by a representative of the first affiliated hospital of hainan medical college (china) that an ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-25-p-6s-clm-rh; lot#: 14372309) leaked. The device was placed in the patient¿s right kidney during an ultrasound guided nephrostomy procedure. The drain was unobstructed. After the procedure, the catheter was secured, and no abnormal leakage was noted. The patient then returned to the ward. Later, the patient reported the catheter leaked and damage was observed. As a result, the patient required an additional procedure to remove and replace the device. No other adverse effects were reported for this incident. Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU), manufacturing instructions and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a photo provided by the customer shows a tear in the catheter shaft and device leakage. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record (DHR) for 14372309 and all related subassembly lots found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there have been no other complaints associated with the final product lot number. Cook also reviewed product labeling. The instructions for use (IFU) [ t_multi_rev5, multipurpose drainage catheter] states the following. How supplied: "upon removal from package, inspect the product to ensure no damage has occurred." Evidence provided by a review of the dmr, DHR and IFU, there is no indication the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no returned product and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information, a photo was provided which shows the catheter shaft is torn and leaking.